Event description:
It was reported that during basilar artery (ba) stenosis case, the subject stent delivery system was advanced over the guidewire to the stenotic segment. When attempting to retract the outer shaft of the subject stent system, resistance was felt, and only a portion of the subject stent could be deployed. Despite increasing perfusion and making five adjustments, the subject stent could not be further deployed. The physician then withdrew the subject stent system, leaving the guidewire in place. After observing for five minutes and noting good restoration of basilar artery blood flow, the decision was made to end the surgery. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that the stent was received in a deployed condition, which is aligned with the event description. The inner catheter was received within the outer catheter. The outer catheter was kinked/bent at approximately 13cm, 87cm and 120cm from the distal end. The inner catheter was kinked/bent at multiple locations. The distal end of the inner catheter was stretched. The stent was found to be undamaged and within spec. The proximal end of the stent stabilizer was noted to be intact. During functional inspection, a 0.032" mandrel was able to be completely pushed through the outer catheter from the proximal end to the distal end, however friction was noted due to kinking/bending. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported evets 'stent failed/unable to deploy' and 'stent partial deployment' could not be replicated. However, the analysis results are consistent with the reported event. The as reported event 'stent delivery catheter friction' was confirmed. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. It was reported that when attempting to retract the outer shaft of the subject stent system, resistance was felt, and only a portion of the stent could be deployed. Despite increasing perfusion and making five adjustments, the stent could not be further deployed. The physician then withdrew the stent system, leaving the guidewire in place. After observing for five minutes and noting good restoration of basilar artery blood flow, the decision was made to end the surgery. Postoperatively, the physician forcefully ejected the stent from the tube in vitro. Additional information received indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was not tortuous. There was 90% stenosis and calcification at the lesion. The physician feels that the anatomy and/or location of intended area of treatment may have contributed to the reported event. The device was returned and there was kinking to the delivery catheter and the stabilizer in a number of locations, causing friction during analysis. There was also stretching noted to the distal end of the stabilizer. It is probable that there were anatomical and /or procedural factors present during use which caused the reported events, and the damage noted to the returned device. An assignable cause of procedural factors will be assigned to the reported stent delivery catheter friction, stent failed/unable to deploy and stent partial deployment and to the analysed stent stabilizer kinked/bent, stent stabilizer/catheter friction, stent stabilizer deformed and stent delivery catheter kinked/bent, as the issue is associated with a product that meets company¿s design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during basilar artery (ba) stenosis case, the subject stent delivery system was advanced over the guidewire to the stenotic segment. When attempting to retract the outer shaft of the subject stent system, resistance was felt, and only a portion of the subject stent could be deployed. Despite increasing perfusion and making five adjustments, the subject stent could not be further deployed. The physician then withdrew the subject stent system, leaving the guidewire in place. After observing for five minutes and noting good restoration of basilar artery blood flow, the decision was made to end the surgery. No clinical consequences were reported to the patient due to this event.